Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the power/communication cable of the field generator was defective. The cable was changed and the issue was resolved. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was a problem with axiem communication. The em generator connection failed. There was no patient present when this issue was identified.